Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery. A 2.25x28mm promus element plus stent delivery system (sds) was selected to treat the target lesion after predilatation of an unspecified balloon catheter. However, this device was unable to cross the lesion. When they removed the device, they noticed that the distal end of the stent was peeled. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and microscopic examination of the device noted stent damage. A strut on the stent is raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery. A 2.25x28mm promus element plus stent delivery system (sds) was selected to treat the target lesion after predilatation of an unspecified balloon catheter. However, this device was unable to cross the lesion. When they removed the device, they noticed that the distal end of the stent was peeled. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.

Manufacturer narrative:
Device is a combination product. (B)(4).